Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that when drawing back during port draw, the plunger came out of syringe with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that when assisting phlebotomist with a port draw and when drawing back on syringe for blood return, the plunger came out of syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing back during port draw, the plunger came out of syringe with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that when assisting phlebotomist with a port draw and when drawing back on syringe for blood return, the plunger came out of syringe.